Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 6 failed to open. A field service engineer found that full height auxiliary drawer 6 failed to open and produced a clicking noise during recovery. Further, the fse removed the back panel and confirmed that all controller board lights were properly lit. Upon inspecting the latch assembly, it was discovered that the magnet was missing from the inseparable. The fse replaced the inseparable, reseated the connections, and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary message indicated that the drawer was failed to open and produced a repetitive clicking sound. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.